Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was later reported that the patient had his pump turned off and drained 6 months prior to this report. The reporter asked what the longevity of the pump was. At the time of this report, the patient¿s back was still bothering him and had been since implant. The reporter didn¿t think that it was put in the right place because a manufacturer representative was present at the appointment when the pump was turned off and stated that it may have worked for the patient if the ¿line¿ was moved up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had the pump shut off on (B)(6) 2014 because he didn¿t think it was working. After the pump was shut off, the patient went through ¿a little bit of withdrawal.¿ two days later, the patient started hearing a critical two-tone alarm. The patient heard it every hour. Telemetry had not yet been performed. The pump was previously used to deliver morphine. It was later reported that the patient experienced back pain. The patient ¿just does not like the pump, even if it was working.¿ the patient requested that the healthcare provider (hcp) turn the pump off. It started to beep after the pump was turned off and the patient had some mild withdrawal. The patient was given mscontin 60mg three times per day to prevent withdrawal. It was indicated that the pump was not permanently shut off with the password provided from the manufacturer. At the time of this report, the patient was fine and had recovered without permanent impairment. The device system was used to deliver morphine.